Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12nov2018. (B)(4). Philip's field service engineer (fse) determined the issue occurred after the software was upgraded. The fse downgraded the software version to resolve the issue.

Event description:
The customer reported that the unit automatically switched off and on again. There was no patient or user harm reported. The event date was not specified; estimate used.